Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, an on-site engineer investigated the problem and found that it was due to incorrect procedures and operations by the user and confirmed that the device was working without any problems after that. Based on this information, it is probable that the light did not light up due to incorrect procedures and operations. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during preparation for use the lamp of the video system center was not coming on. It was noted that the device was powered off/on, attempted a different light guide cable, and was not resolved. It was later reported the issue happened prior to procedure and it was re-schedule. The condition of the patient was not impacted by this event and the intended procedure was rescheduled. There were no reports of patient harm.